Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 5-10315 et tube, hvt, 7.5 for investigation. The et tube was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with a large hole in the balloon cuff which would prevent the cuff from staying inflated. Functional testing could not be performed due to the damage observed to the device. The IFU for this product states, "the tracheal tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction is a detected in any part of the system, the tube should not be used." "Care should be taken to avoid damaging the thin-walled cuffs during intubation. If cuff is damaged, the tube should not be used." The IFU also states, "cuff pressure should be monitored routinely to assure that an adequate tracheal seal is maintained and that the cuff has not become over-inflated. The tracheal tube cuff should be slowly inflated with the minimum amount of air required to provide an effective tracheal seal. Do not inflate with a measured volume of air or by "feel" of pressure in the syringe since little resistance should be felt during inflation." The reported complaint was confirmed based upon the sample received. The returned et tube was found to have a hole in the balloon cuff which would prevent it from being able to stay inflated. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. It is unlikely that this type of damage was present at the time of manufacturing. Therefore , based upon the damage observed, unintentional user error caused or contributed to this event.

Event description:
It was reported that: "pilot balloon ett failure. Initial failure may be related to agitation and possibly patient biting tube." Associated complaints 3003898360-2024-00494, 30038983 60-2024-00496, 3003898360-2024-00493 and 3003898360-2024-00495.